Event description:
Additional information was received reporting that the suicide attempt was not related to the implant procedure, stimulation, or the device. The adverse event was rather definitely related to the patient's primary condition being treated (depression).the outcome is recovered/ resolved.

Event description:
It was reported that the patient attempted suicide by taking a month and a half supply of their medication. They later threw up the medicine. Their primary psychiatrist was notified of this event and they are in the process of changing the patient's medications because of it. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿suicide attempt¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.